Manufacturer narrative:
Additional information: it was reported by the jnj account sales manager that the customer uses a quick rinse system to blow high pressure air thru the hand pieces. Correction: it was initially reported that the case was completed by using an ellips handpiece however, jnj was able to review video that relates to the event. The video shows that the veritas handpiece was not removed from the eye. H4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is february 24, 2021. Section d9 device available for evaluation? Yes returned to manufacturer: yes returned to manufacturer date: august 31, 2021 section h3. Device evaluated by manufacturer? Yes section h6 coding: type of investigation: 10, 3331, 4109, 4110. Investigation findings: 114. Investigation conclusions: 4315. Device evaluation: since handpiece was not exchange this means that minimal troubleshooting was performed and so it is not possible to confirm that these were actually handpiece clogs. Microscope examination found no debris visible in the horn or lure borescope inspection found the aspiration line to be dirty but with no significantly sized particles. Gap area looked same. In the tubing region, the tube was found to be ruptured or torn off the lure fitting ¿ note this was not reported previously. This rupture could possibly happen after the experienced clog when user tried to flush out the clog during decontamination process. However, based on information obtained, the reported event of clog could not be confirmed, and the root cause of rupture could not be determined. Device history record was reviewed and all devices meet material, assembly, and performance specifications at the time of product release.

Manufacturer narrative:
Weight and ethnicity not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that handpiece got clogged during surgery. Case was finished fine with ellips fx handpiece.